Event description:
Her cousin (B)(6), called in asking for help on how to work the meter. Receives ER 1 and ER 6 every time the strip is inserted. He stated his cousin would put the blood on the strip then insert the strip into the meter and receives ER 6 on the display.